Event description:
The technician reported the intermediate side rail will not stay in the latched position. No pt injury reported.

Manufacturer narrative:
The technician found a broken intermediate side rail center arm and latch cover. The technician replaced the side rail center arm assembly and latch cover on the intermediate side rail to resolve the issue. Based on this information, no further action is required.